Manufacturer narrative:
The customer did not return the device for evaluation. The test strips associated with the event expired in b)(6) 2021. Therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate called on behalf of the customer to report that the customer obtained blood glucose readings of 28 mg/dl at 8:42 a.m. And 25 mg/dl at 8:52 a.m. On the contour next link 2.4 meter. The customer was experiencing symptoms of hypoglycemia. The advocate gave glucose tablets to the customer and she recovered well. The repeat tests were performed with the contour next link 2.4 meter which gave readings of 600 mg/dl at 9:21 a.m., 439 mg/dl at 9:22 a.m. And 196 mg/dl at 9:24 a.m. The customer received insulin bolus from the insulin pump based on the high readings. Another test was performed at 9:25 a.m. With a non-ascensia meter and a reading of 56 mg/dl was obtained. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.